Event description:
It was reported the patient experienced pain in lower rib cage and also diaphragmatic stimulation that improved when ventricular pacing was programmed off. Upon review, it was found that the lead had perforated. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.